Manufacturer narrative:
Product event summary: analysis found one line was missing on the lower display. Analysis also found the upper and lower cases were cracked and the battery drawer was damaged. It was noted the bails and ring attachments were missing.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.